Manufacturer narrative:
No product returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient ordered for amiodarone infusion (360 mg/200 ml) a new bag was started by 2 nurses on pump control unit at a rate of 0 5 mg/min. Per the alaris event log, the pump programmed correctly with amiodarone 360 mg/200 ml, concentration 1 8 mg/ml, rate of 16 6667 ml/hour, and volume to be infused (vtbi) of 190 ml a few hours later, the pump alarmed air in line volume infused per pump at 27 555 ml's out of 190 ml vtbi however, the nurse noted at this point that the entire bag had been infused the pump was sequestered for investigation by biomed the provider and pharmacist were notified the patient was monitored every 15 minutes with no change in hr and suffered no untoward effects." An incomplete date of event of (B)(6) 2017 was provided. Although requested, there were no further details or information provided.